Manufacturer narrative:
Philips has investigated this complaint. According to the additional information collected, the issue occurred during the cerebral angiography procedure. After puncturing the femoral artery on the patient, the procedure was aborted. The procedure was completed by moving the patient to another hospital. The philips service engineer reached out to customer regarding the malfunction of the digital subtracting angiography (dsa) system and the absence of images. No service has been performed by philips, as the customer did not request the service. To date, there have been no further reports of this issue. The codes were updated based on the investigation outcome. The manufacture date has been updated.

Event description:
It was reported to philips that the digital subtracting angiography (dsa) malfunction and image was not available. The device was in clinical use at the time of the reported event. No harm was reported to philips.